Event description:
Patient has reported " fluid and lump gathering. Pain in left armpit. Swelling. Side effects. Painful headaches one side. Limb and joint pains. Loss of eye sight one eye. Poor vision overall. Crooked fingers. Breathing problems. Brain fog and various levels of depression". In additional physician has confirmed capsular contracture - baker grade iii. Device has been explanted. This case relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. Device evaluation: visual analysis of the returned device identified, the weight the device within specification, fold creases, and wear abrasion. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.